Event description:
Information received by medtronic that the insulin pump was over delivering. The customer¿s blood glucose value was unknown. Customer was admitted at hospital due to hypoglycemia. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). S.w version 6.7v. Retainer ring = black. Customer returned pump for an alleged possible over delivery and was hospitalized for low bgs found on (B)(6) 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08735 inches. The pump rewind, load reservoir and no reservoir detected alarms properly. The pump rewinds successfully. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Pump rewind was recorded and found in the carelink download and formatted history file on: (B)(6) 2022 09:41:58.000 and(B)(6) 2022 11:34:45.000, there was no record for the event date of (B)(6) 2022. In further full review of the pump history/traces on the event date of (B)(6) 2022, there is no unexpected alarms/suspends and found bolus wizard delivery of daily total of bolus insulin delivered: (3.125 u). (B)(6) 2022 07:30:06.000. Normal bolus delivered (220). Normal bolus amount programmed: 31250 (3.125 u). Bolus amount delivered: 31250 (3.125 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery was not confirmed. The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.